Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a low battery alert after receiving a new battery cap. The customer's blood glucose level was 369 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. No low battery alarms noted during testing. The device passed unexpected error test. No erased bolus wizard settings noted after the battery was change. The device had minor scratches on lcd window and cracked case at display window corners.